Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the inuslin pump may have been exposed to moisture. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 206 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.